Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experience hypoglycemia. Customer's blood glucose level was 44 mg/dl at time of incident and treated with food. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer reported that the auto mode was automatically delivering insulin at the time of low blood glucose event. Customer reported that the insulin pump did not giving the option to calibrate. The device will not be returned for analysis. Frn-unk-rsvr, unomed set.